Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a piece of metal sticking out into the omentum and wouldn't straighten out. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was found to have damaged conductor wire insulation at the force amplification pulley. There was fragmentation of the insulation, but it was still attached, and the internal conduct wires were exposed. Although the conductor wire insulation was damaging the internal wire was not frayed or fully broken. The instrument passes the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation instrument conductor wire bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.